Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 115030a0 - modular universal table top. During positioning of patient's leg on extension device (115059ac), the staff had shaken the extension to ensure that it was properly attached to the table, which resulted in the extension device slipping out of the holder. Consequently, the patient fell off the operating table. As an effect, the surgical program was delayed and as the patient was already anesthetized it has been considered as a delay in treatment. There was no injury reported due to the issue, however, we decided to report the issue based on the potential for serious injury if the situation, namely patient falling from the operating table resulting in a delay leading to prolonged anesthesia time, was to reoccur. The affected getinge device was evaluated by the company¿s technician. It has been concluded that the extension device slipped out of the holder and as a result, the patient fell off the table. The extension device was attached to the table through the clip-on clamps, which are considered outdated. In 2013, maquet gmbh initiated corrective and preventive actions, followed by the action performed on the market that was covering the issue with the clip-on clamps. The reason of the action was related to an unintentional slip-out of the extension device, which was addressed by redesigned clamps (additional safety bolts added to prevent situation from occurring). The customer who experienced the reported incident was confirmed to receive a field safety notice, which advised them of the possible problem and offered a free exchange of both adapters and the instruction manual at the time when the action on the field was performed. The review of documentation available shows that the customer did not respond to any of four communication attempts. The root cause for this issue is related to the old design of the clamps. The event occurrence could have been avoided if the customer would agree on the replacement proposed few years ago, as part of field correction performed. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As the clip-on clamps malfunctioned, it was considered that the getinge device was not up to the specification. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and b3 date of event fields deems required due to correction of aware date and incident description. This is based on the internal evaluation. Previous b5 describe event or problem: on 15th september 2022 getinge became aware of an issue with one of our table tops ¿ 115030a0 - modular universal table top. During positioning of patient's leg on extension device (115059ac), anchorage between the operating table and the attachment device came loose. The extension plate and the anesthetized patient fell off the operating table. Despite the fall, the patient was not operated on. The incident led to a delay in the surgical program. There was no injury reported due to the issue, however, serious injury in case of recurrence cannot be excluded. Corrected b5 describe event or problem: on 30th august 2022 getinge became aware of an issue with one of our table tops ¿ 115030a0 - modular universal table top. During positioning of patient's leg on extension device (115059ac), the staff had shaken the extension to ensure that it was properly attached to the table, which resulted in the extension device slipping out of the holder. Consequently, the patient fell off the operating table. As an effect of the situation occurrence, the patient was not operated on and as the patient was already anesthetized it has been considered as a delay in treatment. The incident has also led to a delay in the surgical program. There was no injury reported due to the issue, however, we decided to report the issue based on the potential for serious injury if the situation, namely patient falling from the operating table resulting in a delay leading to prolonged anesthesia time, was to reoccur. Previous b3 date of event: 09/01/2022. Corrected b3 date of event: 08/30/2022.

Event description:
On 30th august 2022 getinge became aware of an issue with one of our table tops ¿ 115030a0 - modular universal table top. During positioning of patient's leg on extension device (115059ac), the staff had shaken the extension to ensure that it was properly attached to the table, which resulted in the extension device slipping out of the holder. Consequently, the patient fell off the operating table. As an effect of the situation occurrence, the patient was not operated on and as the patient was already anesthetized it has been considered as a delay in treatment. The incident has also led to a delay in the surgical program. There was no injury reported due to the issue, however, we decided to report the issue based on the potential for serious injury if the situation, namely patient falling from the operating table resulting in a delay leading to prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our table tops ¿ 115030a0 - modular universal table top. During positioning of patient's leg on extension device (115059ac), anchorage between the operating table and the attachment device came loose. The extension plate and the anesthetized patient fell off the operating table. Despite the fall, the patient was not operated on. The incident led to a delay in the surgical program. There was no injury reported due to the issue, however, serious injury in case of recurrence cannot be excluded.